Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement, confirmed through x-ray. The ra lead was sensing ventricular activity, in the x-ray, the ra lead appeared to be in a similar position with the right ventricular (rv) lead. A new lead was implanted. No additional adverse patient effects were reported.